Event description:
It was reported via repair work order that the fowler would not go up or down due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the fowler would not go up or down due to a faulty motor. Customer provided with parts to do repair. Customer performed evaluation.

Event description:
It was reported via repair work order that the bed would not go up or down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.